Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead the lead dislodged from the target vessel multiple times. The lead was not used and replaced. No patient complications have been reported as a result of this event.